Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was attributed to degradation related issues, however, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: pg 16 should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the thunderbeat grasping part insulation pad was missing and the metal was exposed. There were no reports of patient involvement.